Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ; product type: 0200-lead; implant date (B)(6) 2020; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6) ; product type: 0200-lead; implant date (B)(6) 2022; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt stated all 3 of their settings say settings not available which started happening about a month and a half ago on setting a, and now all settings display this message. Pt reported that they saw their hcp a few weeks ago, and stated and felt like their wires had moved and they did an xray but the patient hadn't heard back yet. Pt stated their leads were at "t8 and thought they started at t11". Pt stated they felt this way because their dog startled them and that is when they started feeling the pinching pain where their leads were.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the cause of the settings not available message was due to the lead wire moving. They state their manufacturer representative (rep)reconfigured their settings for groups a, b and c which resolved the issue.